Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that suction needed to be re-applied twice in the left eye before laser treatment could start. During the first attempt, a whistling sound was heard so the surgeon removed the suction ring and reapplied suction to start treatment. The surgeon noted that during the procedure the patient's eye moved or rotated and this resulted in only a side cut being made. The bed cut was not made and flap could not be lifted resulting in no treatment in that eye.

Manufacturer narrative:
According to the information from the customer the most likely root cause is a movement of the patient eye. (B)(4).